Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device made unusual noises while running. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. An assessment was performed which determined that the device had a worn coupling head and unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to various worn components from normal wear out, which is normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.